Event description:
It was reported that, "the previous implant information crf (attached) submitted for a case in the trident tritanium acetabular shell revision study indicates that an osteonics femoral stem and femoral bearing head were revised. One x-ray (labeled as pre-op for the purposes of the tritanium study) is available in clinical research. The investigator has since changed practices and as a result neither the (B)(4) research team nor the study coordinator listed above has access to any further information on this case. When/if the site is re-opened with a new investigator, we may be able to obtain the relevant documents from the pt's medical record."

Manufacturer narrative:
The information for this per was provided by(B)(4) clinical affairs department. Additional follow-up information may be obtained by the clinical affairs as it becomes available. If additional information becomes available then it will be submitted in a supplemental report.